Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(4).b3: date is approximate. H3: analysis found non-conformances and the controller needed to be repaired. The main board needed to be replaced due to the lithium ion battery contacts being broken/damaged. Additionally, the front case was also replaced due to the screw holes being stripped; causing case separation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the controller battery would not charge past 40% and the issue began probably a couple days ago, but now they can't charge at all . Caller stated they called a person named manufacturer representative (rep). The rep walked caller removing battery from controller and plugged the controller into the a/c power cord and then put the battery back in, but the controller still would not charge. The ins was at 90% charge. The rep advised the caller to call patient service if the issue was not resolved. Caller left the controller plugged into the ac power supply for 3 hours and the controller was still at 0%. The controller would not power on because it was dead. During the call caller confirmed no visible damage to the battery pack, but found damaged to the controllers battery compartment. The third pin in the battery compartment was not there and it was black. The issue was not resolved. A replacement controller was sent out. No symptoms were reported. No new information. Pt called back because they received the replacement controller from this case, but they forgot to remove the li battery pack from their old controller before sending the old controller to repair. Pt didn't have an li battery pack now. Agent sent an email to repair for an li battery pack.

Manufacturer narrative:
Concomitant medical products: product ID 97745nt, lot#/serial# (B)(6), product type correction to e: added missing patient representative information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.